Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, the patient experienced active arterial bleeding. The patient underwent a CT-guided embolization of the right inferior epigastric artery in the presence of the arterial hemorrhage in the stromal area and the event was recovered/resolved without sequelae as of (B)(6) 2022. It has been reported that this event is not related to the study device, but has a probable relationship to the primary study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the source and triggering event of bleeding? What was the volume of blood loss? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 11/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/25/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: age,- 72years gender : female; weight, bmi at the time of index procedure: 82 kg, bmi 26.5; date and name of index surgical procedure? (B)(6) 2022, sacrocolpopexy; the diagnosis and indication for the index surgical procedure? Pelvic organ prolapse were any concomitant procedures performed? Procedure page states concomitant procedure hysterectomy ¿ however surgical history states hysterectomy 2001. Pls clarify /entry error no concomitant procedures. What symptoms did the patient experience following the index surgical procedure? Onset date? (B)(6) 2022 strong pain. Other relevant patient history/concomitant medications? Postop. Blood disorders most likely due to nsaids. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic than open. What was the source and triggering event of bleeding? Unknown. What was the volume of blood loss? Edc states ¿nav¿ ¿ not available ¿ please confirm due to embolization unknown. Please describe any medical/surgical intervention required including results. Embolisation result resolved. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Recovered. Product code and lot number vi0000141 sdbalx gynemesh gpsl.

Manufacturer narrative:
(B)(4) date sent to FDA: 09/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, b7. Additional information was requested and the following was obtained: age,- 72years. Gender : female. Were any concomitant procedures performed? No. Other relevant patient history/concomitant medications? No concomitant medications medical history: sigmadivertikolosis, postop. Blood disorders most likely due to nsaids, pop surgical history: hysterektomie.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Corrected d3 manufacturer email. Additional information was requested, and the following was obtained: additional adverse event term : urine incontinence.